Event description:
There was electricity dispersion on the tip of permanent cautery hook instrument, however, no electrical arcing during the surgical procedure was observed. No pt harm, adverse outcome or injury was reported.